Manufacturer narrative:
(B)(4). Analysis confirmed reason for return; it was attributed to a faulty inverter circuit board.

Event description:
It was reported that when the merlin programmer was turned on, a strong electrical burning smell emitted. The programmer was removed from the room. It was also noted that the display on the screen was dim.